Event description:
It was reported that the right ventricular (rv) lead fractured. The lead had high impedance and high thresholds in the bipolar pacing configuration. It was noted that a chest x-ray showed coils of lead in the pocket with a "kink" appearance that most likely was in the area of fracture. The lead was initially reprogrammed unipolar and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.